Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 400cc, catalog number 3544400, serial number (B)(4), lot number 260300r. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a gel mentor memorygel breast implant 400cc and experienced rupture on the right breast implant. The rupture was diagnosed by the mammogram and MRI report by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 7/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 260300r reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/17/2018, it was reported to mentor that the patient has undergone explantation on 04/19/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/21/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material and gel were observed on the shell surface. During visual examination, pe observed the device severely rented. Additional siltex cracking was found on the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/11/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/11/2018, it was reported to mentor that the date of event was (B)(6) 2018. The date of explantation was 04/19/18. The replacement devices were gel mentor memorygel breast implant 450cc. Serial number (B)(4), lot number 7557777 on the left breast implant and serial number (B)(4), lot number 7568857 on the right breast implant. Manufacturer¿s reference number: (B)(4).